Event description:
"Defibrillator was manually charged to 50 joules. Defibrillator readout indicated that 50 joules was available. Personnel attempted to discharge and there was no response from the paddles. Personnel were attempting to use the external paddles in conjunciton with the quik-combo pacing defibrillation adapter. The black adapter for the paddles though not intended to be, fit into the grey hands free adapter." The facility did not release the patient's details or outcome to mpc.